Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor with no break and no missing parts were found during our analysis, the sensor whole; unable to confirm the reported issue of an adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a sensor break and sensor stuck to the adhesive. Customer's blood glucose at time of incident was 200 mg/dl. The customer issue was documented and shipped replacement sensors.